Manufacturer narrative:
Additional information:the device was returned to the manufacturer for evaluation. Visual comparison of complaint returned mas to sample solera mas 4.5x40 did not identify discernible difference in thread form. Dimensional inspection of major and minor diameter of bone screw was inspected and found to be conforming to print specification. The nature of failure per the foregoing event description suggests poor bone quality as a primary variable in the foregoing event. Unable to replicate customer concern; after visual, optical and dimensional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. The patient¿s initial diagnosis was : lscs at l3-l5, spo ndylolisthesis at l3-l4 it was reported that ¿during rod reduction, on screw heads using a sequential reducer, the l3 screw backed-out (pulled). The screw was replaced with a bigger one. The procedure was completed without any further incident. ¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. It was found that ¿the screw head appears to slightly become wide.¿ the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.